Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time getinge service has not been dispatched. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while supporting a patient the cardiosave intra-aortic balloon pump (iabp) had a sudden rush and loss of gas. All the connections were secure and there was no indication of a leak. The customer also checked the tank connection. The customer swapped the iabp and was able to resume support of the patient without issue. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted.

Event description:
It was reported that while supporting a patient the cardiosave intra-aortic balloon pump (iabp) had a sudden rush and loss of gas. All the connections were secure and there was no indication of a leak. The customer also checked the tank connection. The customer swapped the iabp and was able to resume support of the patient without issue. Previous to the alleged malfunction it was reported that the patient had coded three times and during therapy, experienced atrial fibrillation. The patient's condition is not attributed to the iabp.

Manufacturer narrative:
It was later realized that the patient was very sick and had coded three times and was in atrial fibrillation at the time of the alleged malfunction of the iabp.

Event description:
It was reported that while supporting a patient the cardiosave intra-aortic balloon pump (iabp) had a sudden rush and loss of gas. All the connections were secure and there was no indication of a leak. The customer also checked the tank connection. The customer swapped the iabp and was able to resume support of the patient without issue. Previous to the alleged malfunction it was reported that the patient had coded three times and during therapy, experienced atrial fibrillation. The patient's condition is not attributed to the iabp.